Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err !hwbat. No additional patient or event information is available. The receiver was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/15/2017 which did not confirm the reported event of error icon displayed. The root cause could not be determined.